Event description:
In 2004, the pt reportedly was unable to hear sound while using their sound processor. In 2004 the pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.